Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-feb-2026, it was reported by a facility representative via (B)(4) that an ar-2384 quad tendon stripper-cutter was not working properly. The surgeon had a really difficult time cutting the graft, the device almost felt sticky and that the squeeze handle mechanism was off. This was discovered during use with no patient harm reported.